Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the surgeon was unable to close the jaws completely. The clinical sales representative (csr) was at the case and noticed the wires were damaged and exposed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter said the exposed wire is "black". He emailed a picture of the instrument.

Manufacturer narrative:
The long bipolar grasper instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. A review of the instrument log for the long bipolar grasper instrument (471400-10/(B)(4)) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. A review of the provided image is consistent with the exposed wire. Root cause of the failure mode cannot be confirmed without the returned device. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.